Event description:
Had bladder sling implanted 3 years ago at age (B)(6) to address bladder leakage (incontinent). I have had pain in the vaginal area where sling is installed; have traces of blood in my urine; developed vaginal infections within last two months. Antibiotics and hormonal creams have temporarily alleviated some discomfort, but the pain persists in the same vaginal area. Sonogram and vaginal examination (scope) have illuminated kidney, bladder or vaginal problems. The latest consultation with doctor indicates it is the body rejecting the sling and is scheduled to be removed.